Event description:
The customer reported that the insulin pump alarmed motor error. The customer stated that the insulin was exposed to a body scanner at the airport. Troubleshooting was performed. Ran a displacement test and the test failed. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. The customer's blood glucose reading at time of call was 86mg/dl, and she has treated with a snack. No further info was provided.

Manufacturer narrative:
Currently,it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.